Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties, replacement went as planned. Device will not return because facility discarded it. No additional adverse patient effects were reported, the patient is doing well. Electrocautery was used.